Event description:
The customer reported that material disengaged from the device while sealing tissue. The product fell apart while the jaws were opened as well. A new device was used to complete the procedure. Nothing fell into the patient cavity and there was no injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.